Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the fan and power tray were faulty. The fse resolved the issue by replacing fan and power tray including dcps. The pdu fan tray was returned for analysis and results indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.